Manufacturer narrative:
Investigation is on-going.

Event description:
As reported by our (B)(6) affiliate, upon deployment of a 26 mm sapien 3 valve the commander delivery system balloon was partially inflated, and the balloon burst transversely. The delivery system was unable to be removed through the sheath and a surgical cut down was performed.  The system was able to be retrieved. The patient was stable. The device is being returned for evaluation. Per report, no additional volume in the balloon was used and valve position deemed satisfactory.

Manufacturer narrative:
This is one of two reports being submitted for this case. Reference mfg. Report no. 2015691-2019-03145.

Manufacturer narrative:
Correction b1: check product problem the commander delivery system was returned for evaluation. Visual examination revealed the following: a radial and longitudinal balloon burst (no balloon material appears to be missing from the returned device), balloon material is bunching towards the nose tip of the delivery system, the balloon spring has been cut/separated along the distal section of the spring body and stretched/deformed (likely the spring was separated during the surgical cutdown during retrieval of the device as the location of the damage is where the delivery system was unable to be retrieved from the patient), and the adhesive bond that secures the spring to the guidewire was still intact. A photo of the delivery system was provided, which demonstrates the delivery system with burst balloon still in the patient after inability to retrieve the delivery system through the sheath. Functional testing was not performed due to the condition of the returned device (burst balloon). Dimensional testing revealed that the balloon single wall thickness measured along the edges of the burst location met specification. Based on the edwards technical summary for this complaint, it is considered unlikely that this type of complaint results from a manufacturing defect. Per edwards documented procedure, a device history record (DHR) review is not required. The complaints were confirmed based on the condition of the devices, but no manufacturing nonconformities were found in the returned sample. Review of, dimensional and visual inspections revealed no indication of non-conformances. A detailed root cause analysis for similar returned complaints has been summarized and investigated in technical summary written and documented by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event; and it details why balloons are subject to increased risk of burst in a calcified annulus (note: no information was provided regarding the degree of calcification present in the annulus. However, the burst occurred during balloon inflation to deploy the thv, placing the balloon in the annulus during the burst). The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Additionally, the technical summary applies to complaints coded for this complaint which also resulted in difficulties withdrawing the delivery system and/or subsequent separation of the distal end (e.g. Balloon, nose tip, guidewire lumen) of the delivery system. As such, the reported events discussed in this complaint are likely related to the details outlined in the technical summary. In this case, a balloon burst would have created difficulty withdrawing the delivery system into the sheath, as the altered balloon profile would have likely become caught on the tip of the sheath. Available information suggests that patient (calcification) factors contributed to the burst balloon and procedural (withdrawal of burst balloon) factors contributed to the withdrawal difficulty. No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus.  The complaint occurrence rate did not exceed the august 2019 control limit for the applicable trend categories. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Reference CAPA-20-00141.